Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient with a pulse generator presented remotely via merlin.net transmission. It was noted that the right ventricular lead was placed in a non-traditional implant site. Therefore, the lead picked up some crosstalk, led to double counting in the ventricle, and high ventricular rate episodes to be stored. Programming changes were made to resolve the issue.